Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
After deployment of a 26mm sapien 3 valve in the aortic position a "hole" in the commander delivery system balloon was noted. The balloon did not burst, a small leak was noted. During assessment of the valve by echo, it was noticed that the indeflator (atrion) was red instead of clear. Upon watching the deployment on cine a brief ¿puff¿ of contrast could be seen at the very end of the deployment. The balloon filled with contrast and the valve was able to be fully deployed. There was no harm to the patient. The device is available to be returned. The patient's leaflets were very calcified; however, the native annulus did not appear to have any calcium.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a pinhole on the proximal section of the inflation balloon. Functional testing was unable to be performed as the balloon was unable to be fully inflated due to the pinhole. Dimensional testing was performed on the wall thickness of the inflation balloon distal to the pinhole and was found to be in within specification. During balloon manufacturing, the entire delivery system including the crimp balloon, inflation balloon and nose tip was 100% inspected and tested several times for the following: wall thickness, visual defects, contamination, distorted/pinched folds, damage or missing components and leak tested. Additionally, sample devices from the lot underwent product verification (pv) testing and were inspected for physical defects or damage, visually inspected for tears or separation in the inflation/crimp balloon bond. In addition, the inflation balloon burst pressure test was performed and the lot was found to be within specification. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. Review of the other similar returned complaints did not reveal any evidence of manufacturing non-conformances or IFU/training manual deficiencies in the investigations thus far. The complaint for ¿balloon ¿ leakage¿ was confirmed based upon the visual inspection of the returned devices. Dimensional testing of the balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing non-conformance. Furthermore, review of available information (complaint history, lot history, and DHR review) was unable to identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. As there were no reported issues de-airing the device prior to procedure, it is unlikely that the pinhole was present out-of-box. As a result, the root cause for the reported complaint events can likely be attributed to patient and/or procedural factors. It is possible that the balloon interacted with calcium in the anatomy, resulting in the pinhole. It is also possible that the balloon interacted with the crimped valve. If valve alignment were performed in tortuous anatomy, the valve may have been at an angle that caused its struts to interact with the balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. It should be noted that in this, case the valve was fully deployed with no harm to the patient. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that patient and/or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU inadequacies were identified. Therefore, no corrective or preventative action is required at this time.